Event description:
A cracked and shattered touchscreen was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was still able to interact with the pump, and tandem technical support arranged for a replacement pump to be sent to the customer. The customer was also advised on storing the current pump and instructed to return it using a prepaid label.